Manufacturer narrative:
The magnum 4 was received in good cosmetic condition. Customers complaint regarding heat could not be confirmed. Temperatures on incoming inspection after 1 min/5000rpm were 71.7f, 71.9f and 71.3. The device did not pass the earth resistance test or hi-pot test. The cable assembly was replaced as well as worn parts. The device was tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. The user used another handpiece to complete the case. There was no patient impact.